Manufacturer narrative:
The insulin pump was received with partially white display due to cracked lcd glass. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to display anomaly. The insulin pump was returned with no chip on the display window; however minor scratches on the lcd window noted. The insulin pump had scratched casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer has half a display screen. The customer's blood glucose level was unknown at the time of the incident. Fell on floor and landed on the pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.